Event description:
The tps micro driver was sent for service and it was found during performance testing conducted at the manufacturer that the handpiece runs in safe mode.

Manufacturer narrative:
The event occurred during testing at the manufacturer, no customer comment to duplicate.